Event description:
It was reported that the atrial lead exhibited noise, which caused inappropriate mode switching. No intervention was reported. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).